Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the blanket light (red service light) came on. The unit still functioned, but they have not used since the light came on a few months ago. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), he will not be going out to repair. The customer has decided to retire the unit. The fsr did determine that the transformer would have needed to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.